Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusion) and h10 to reflect engineering evaluation. The 29mm sapien 3 valve not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration post implantation was confirmed based on the provided medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'approximately 4 years and 2 months post implant of a 29mm sapien 3 valve in the aortic position, a non-edwards transcatheter heart valve was implanted due to high gradients and paravalvular leak (pvl). Upon review of medical records, approximately 4 years and 2 months a non-edwards (29mm evolut valve) was implanted in a 29mm sapien 3 valve due to 'early degeneration' with critical stenosis and mean gradient of 91mmhg. An echo performed at 4 years revealed a mean aortic gradient 91mmhg with an aortic valve area (ava) of 0.8cm2. Per report, degeneration was rapid onset with normal gradients over the past several years and the patient has developed worsening shortness of breath (sob).' Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per medical report, the patient has hyperlipidemia. It is well known that patients with hyperlipidemia are predisposed to bioprosthetic heart valve calcification due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets and increased gradients as reported. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards field clinical specialist, approximately 4 years and 2 months post implant of a 29mm sapien 3 valve in the aortic position, a non-edwards transcatheter heart valve was implanted due to high gradients and paravalvular leak (pvl).

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records. The following sections of this report have been updated: b7 other relevant medical history, h6 clinical code (correction), device code (correction), and h10 narrative/data. Upon review of medical records, approximately 4 years and 2 months a non-edwards (29mm evolut valve) was implanted in a 29mm sapien 3 valve due to 'early degeneration' with critical stenosis and mean gradient of 91mmhg. An echo performed at 4 years revealed a mean aortic gradient 91mmhg with an aortic valve area (ava) of 0.8cm2. Per report, degeneration was rapid onset with normal gradients over the past several years and the patient has developed worsening shortness of breath (sob).